Event description:
The customer reported that this unit failed the paddle test and also had a defib failure cycle power message when powering up.

Manufacturer narrative:
The customer reported that this unit failed the paddle test and also had a defib failure cycle power message when powering up. The customer evaluated the unit and then ordered and replaced the control pca. Replacing the control pca resolved the problem.